Manufacturer narrative:
The device sc-1232; (B)(6) was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and there were no manufacturing deviations noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. The sc-2317-70; (B)(6) was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and there were no manufacturing deviations noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. The sc-2317-70; (B)(6) was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and there were no manufacturing deviations noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7077772 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7077892 UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077772, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077892, UDI: (B)(4).